Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead damage resulting in noise, oversensing, pacing inhibition with asystole greater than two seconds, and loss of capture with asystole greater than two seconds. A new lead different model was successfully implanted. No additional adverse patient effects were reported.